Manufacturer narrative:
An evaluation of the kangaroo epump was performed and the customer states ¿the unit powers off. This occurred during testing with no patient involved. There was no alarm or error displayed prior to powering down.¿ the unit was triaged and the customer¿s reported condition was confirmed. Internal inspection showed fluid ingress and corrosion to multiple components on the pcb. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trend ing information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that that the unit powers off. This occurred during testing with no patient involved. There was no alarm or error displayed prior to powering down.